Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown, explanted: (B)(6) 2016, product type: unknown.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 40 mg/ml and baclofen of concentration 700 mcg/ml via an implantable pump for non-malignant pain. It was reported that the patient's catheter had a tear/hole/fracture. The patient had surgery several weeks prior to have some hardware installed in her spine. During the spine surgery the surgeon had to cut the catheter that day. The surgeon used a collet to connect the spinal to spinal portion of the catheter without a company representative present. There was clear fluid leaking from the spine and the patient wasn't getting therapeutic effect. A company representative assisted the physician to put the catheter together and anchor the catheter. They revised/repaired the catheter on (B)(6) 2016 and the catheter and collet was not connected. They currently lowered the pump dose from 3.999 mg/day to 3.0 mg/day. The type of baclofen administered via the pump, drug lot number, and dose rate of baclofen was not available. On (B)(6) 2016, a company representative further reported that the leakage occurred because the physician performed surgery for the patient one to two weeks prior to (B)(6) 2016 to put rods in the patient's spine. The date (B)(6) 2016 (day not specified) is considered an approximate date of event. The physician had severed the catheter on purpose during the surgery and reconnected the catheter with a collet. The collet was not put on correctly and was leaking. The serial number or lot number of the collet was unknown. They did perform another surgery where a new anchor and new collet was placed and the leaking was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.